Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The manufacture date was unable to be obtained, if information is provided at a later date a supplemental report will be submitted. Product event summary: (B)(4) - the proximal segment of the lead was returned, analyzed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo, visual summary analysis of the lead was performed only. Product ID: 6957j, implanted: (B)(6) 1996. (B)(4).

Event description:
The lead was returned to the manufacturer post mortem with no cause of death reported. The device was analyzed and tested out of specification. Follow up was attempted to obtain a cause of death and was unsuccessful.